Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the dermatome was taking the graft with variable thickness. The graft harvested was thicker and another graft was taken which was not as thick and used this instead and it was reported by scrub tech that the thickness adjustment knob had not been set on correct thickness. No additional consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the dermatome was taking the graft with variable thickness with no harm to the patient or delay. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome on (B)(6) 2017 revealed that the calibration was off side to side only at the "0" setting. The head was dented and the hand piece had wear to the head and internal parts. Device meets all test and calibration requirement. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the damaged head, thickness lever, recip.